Manufacturer narrative:
One device was returned for analysis with complaint of persistent downstream occlusion. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Unable to review event history, as device alarms system fault 46440 when powering on. Visual and functional testing was performed. Complaint of ¿downstream occlusion¿ was confirmed through pump power up test. Device alarms system fault 46440 when powering on indicating a failed downstream occlusion (dso) sensor. Replaced dso sensor, dso bezel, and dso seal. Repair confirmed through pump power up test and downstream occlusion test. Device passed all testing post repair.

Event description:
It was reported that there was a persistent downstream occlusion. The event occurred during infusion. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: july 2025 was the reported month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.